Manufacturer narrative:
Product analysis: the device returned with the external slider in the home position. A gap of 3.0mm was observed between the taper tip and the graft cover tip. A gap of 2.8cm was visible from the graft to the stent stop. Kinks were visible on the graft cover 17.0 and 18.8cm from the tip. On deployment of the graft kinks were visible along the graft cover. The spiral tubing was kinked distal to the stent stop. The stent stop was deformed. The reported deployment difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was attempted to be implanted in a patient for the endovascular treatment of an ulcer. It was reported that during the index procedure, the endograft was advanced over a non-medtronic wire to extend an already existing bifurcated endograft. It was stated that during the deployment of the endograft, the outer sheath did not retract and the endograft remained in position, due to fracture of the distal attachment. The procedure was completed using another endograft with no issues. As per the physician, cause of the event was due to a tortuous anatomy no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
B:5 additional information received; it was confirmed that the delivery system was inspected for damage prior to use and no issues were found. Fracture or kinkage of the distal delivery system was confirmed during the procedure. It was also noted that the bifurcate device implanted was a medtronic device and that no issues were noted with it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.